Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise which was oversensed leading to pacing inhibition in greater than two seconds of asystole. It was also reported that this rv lead displayed low out-of-range (oor) pacing lead impedance measurements of less than 200 ohms. This rv lead was surgically abandoned and capped and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.